Event description:
Asr revision, asr xl, right, reason(s) for revision: component loosening (awaiting confirmation of which component became loose).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl. Right. Reason(s) for revision: component loosening (awaiting confirmation of which component became loose). Update 6 aug 2014 - confirmation received that the stem was the component which became loose. Email sent for stem details and for confirmation if there were any other reasons for revision. Update 14 aug 2014 - stem details received and added pain as reason for revision. Sent for further investigation as falls outside of CAPA. Update operation report received. Added metallosis as a reason for revision. Surgeon confirmed the patient has no history of trauma. Also confirmed that (B)(4) does not have the patients height, weight or bmi details but commented that she has the activity levels of a fit and healthy (B)(6) lady. Updated patients name, age and dob.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.